Event description:
It has been reported to philips that the wireless footswitch was not connecting to the azurion system, and the wi-fi indicator was red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information provided, the wireless footswitch was not working during a diagnostic procedure. The procedure was completed using the wired foot switch. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The connection was not re-established. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.